Event description:
[Abbott ID now covid-19 assay] use for covid-19 under emergency use. Authorization (eua): patient admitted for seizure activity. Tested for covid-19 using the abbott ID now covid-19 assay on (B)(6) 2021, resulted positive. No covid symptoms other than weakness. Patient fully vaccinated against covid-19, + booster. Pt lives alone with minimal interaction w/ others, and no identifiable contact w/ covid + person. Confirmatory cepheid pcr covid test sent to lab on (B)(6) 2021 was negative. Abbott ID now covid-19 assay was repeated on (B)(6) 2021 and was negative. On (B)(6) 2021 a repeat cepheid pcr was sent and was also negative. This is believed to be a false positive result, which would our 3rd false positive in a period of 3 weeks.